Event description:
On (B)(6) 2012, the reporter called animas alleging that about a month ago the down arrow keypad button became unresponsive to normal presses, requiring the button to be pressed hard to evoke a response. The patient reportedly wears the pump attached to a belt and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/18/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/22/2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or damage. The down arrow keypad button responded intermittently when pressed and required excessive force to evoke a response. All other keypad buttons are normally responsive and have normal spring back or click. The keypad was removed to investigate revealing the down arrow button to be misaligned and there was visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.